Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52, lead, implanted: (B)(6) 2006; 419488, lead, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos) during biventricular pacing during normal device use. The device was tested and experienced twos at rv only pacing and biv pacing, but not at lv only pacing the twos ameliorated during testing when the sensitivity was adjusted. The physician elected to decrease rv sensitivity, and the device and rv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated rv (right ventricular) oversensing, the analyst noted: evidence of post pace t- wave oversensing is noted on a vt-ns episode that occurred on (B)(6) 2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.